Manufacturer narrative:
(B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated on or about (B)(6) 2014, plaintiff underwent a surgical procedure during which her physicians implanted transvaginal mesh with the altis device. Plaintiff subsequently treated with her physicians for complications including, but not limited to: severe pain with daily activities and intercourse. On or about (B)(6) 2017, plaintiff underwent a surgical procedure during which her physicians excised and removed a portion of the altis mesh due to mesh exposure. Plaintiff suffered and continues to suffer multiple severe and painful personal injuries, included but not limited to, vaginal prolapse, urinary incontinence, physical deformity, the loss of the ability to perform sexually. Plaintiff suffered serious and grievous personal injuries, including erosion of the vaginal wall and other tissues, infection, permanent and substantial physical deformity, and the loss of the ability to perform sexually, as well as other grievous personal injuries, including but not limited to, physical pain and mental anguish and permanently diminished enjoyment of life.